Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.